Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the devices in question. The fse confirmed there was intermittent speaker with no sound and there was a speaker inoperative message present. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. Section e reporter phone # (B)(6). Section e reporting institution phone # (B)(6).

Event description:
The customer reported the device displays a speaker malfunction error message. The device was not in use on a patient at the time of the event, there was no patient involvement. Philips performed remote diagnostic testing, the device was rebooted which did not resolve the issue. The next steps recommended were on-site repair to troubleshoot the speaker and motherboard.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.